Event description:
An olympus representative reported an out of box failure on the needle, just the singular piece was bent upon opening. There was no death, injury or infection and the customer found the item defective out of box and did not use it.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and even though the initial complaint couldn't be confirmed, the observed failure is a known phenomenon likely resulting from damage in transit or a mishandling.. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): on page 8 of the device IFU (pn0009932_aj), it states: "do not allow the packaged device to be crushed by surrounding objects during storage." Also, on page 3 it states: "visually inspect the device for damage. Do not use the device if it appears damaged; contact your local olympus representative. Do not use this device if the package or sterile barrier has been previously opened or is damaged. Doing so may compromise user or patient safety or damage ancillary equipment" olympus will continue to monitor the field performance of this device.